Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that this device recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity during a follow-up. A request was made to have data from this device analyzed. Data analysis showed the battery appeared to be depleting more quickly than expected. Device replacement was recommended. Patient was being monitored remotely, then, the device was replaced and is not expected to be returned as it was discharged in the center. No additional adverse patient effects were reported.